Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Visual inspection showed the device was in good condition. Functional testing confirmed the customer's reported issue. The downstream occlusion (dso) sensor was tested and was found to be activating out of specification. The cause of the issue is unknown. The dso-rubber seal will be replaced and recalibrated in order to fix the issue.

Event description:
It was reported that the pump always displays pressure alarm, corrects itself and then displays pressure alarm again immediately afterwards. There was unknown patient involvement and unknown patient harm/adverse event reported.